Event description:
It was reported that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. As received, the device was at elective replacement indicator (eri). Analysis of device image indicated device operated in high pacing output settings and autocapture was enabled during implant period. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion. No anomalies were found.